Event description:
When warming the pt, the cardioplegia line came apart at the y connector. Blood loss was approximately 700 ml. The pt did receive a transfusion, but according to (B)(6), this was not associated with the disconnect. (B)(6) claimed the pt would have been transfused anyway due to a low pre-operative hematocrit.

Manufacturer narrative:
Terumo did not receive the actual device, however the complaint was confirmed through clinical review. During rewarming of the pt on cpb, the quest mps cardioplegia blood line disconnected from the 1/4" y connector of the recirculation line of the tubing pack. The estimated blood loss was 700 ml. After the disconnect was realized, the recirculation line was clamped and isolated from the arterial line of the cpb circuit. The procedure was not delayed. The quest blood line was reconnected and the quest cardioplegia kit was debubbled in preparation of future doses. Complaint will be included in associates awareness training. The device history record did not indicate any production related problems. (B)(4).